Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted high, out of range, lead impedance on the right ventricular lead. The patient would continue to be monitored and was stable before, during and after.

Event description:
New information on (B)(6) 2018 stated the right ventricular lead was capped and replaced on (B)(6) 2018 due to previously reported impedance issues. The patient was in stable condition throughout the event.

Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.